Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 178 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date at time of call is two weeks. Customer states she has not had any recent changes in her daily routine. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:178 mg/dl, 146 mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 178 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date at time of call is two weeks. Customer states she has not had any recent changes in her daily routine. The meter memory was reviewed for previous test result history: (B)(6).